Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patients rn described the area as a rash/rubbed under the breast area. Rn stated the area is red possibly from friction rubbing, has open skin, and has bled. There was no alleged device malfunction contributing to the irritation. It's unclear if the nurse who spoke with support services applied any creams or ointments to the skin irritation. Follow up indicated that the skin irritation improved.